Event description:
The patient reportedly was seen by the surgeon for device migration. During revision surgery, an infection was observed. The surgeon explanted the cii device. The patient will be reimplanted at a future date.